Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states she was unable to obtain a result on the mobile system due to an error on the device. Caller attempted to treat customer with lemonade but customer was unable to keep it down due to a stomach virus. Customer became unconscious due to low blood glucose symptoms and was taken to the hospital via ambulance. Customer tested 2.0 mmol/l on a professional device; she was treated with oral glucose as well as an antiemetic and an IV containing potassium due to customer's excessive vomiting. Customer was discharged from the hospital the following day and is recovering. Requested return of suspect device and replacement was sent.